Event description:
It was reported that during one anterior communicating artery (acom artery) aneurysm case, after half of the subject stent was inserted into the microcatheter, it could no longer be advanced in the microcatheter. Upon withdrawing the entire system, the operator found that the subject stent was fractured in two pieces. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
D4 gtin - corrected d2a common device name - corrected d2b product code - corrected d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was recovered during microcatheter analyses and was seen to be broken/fractured. The stent introducer sheath distal tip was intact. The stent delivery wire (sdw) was intact. Functional inspection of reported event stent broken/fractured during use was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent broken/fractured during use' was confirmed during visual inspection. The second as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. It was reported that 'the operator used microcatheter to deliver 3*21 subject stent. After half of the stent went into microcatheter, the stent could not be delivered any more. Withdrew the whole system out and the operator found the stent fractured into two pieces. Replaced the stent and microcatheter with products in same catalog to finish the procedure'. In the follow-up gfe questions the user confirmed that the stent was fractured inside the microcatheter during use. The stent was returned for analysis fully deployed inside an microcatheter. Note: this is not aligned with the event description which reports that the whole system (presumably the stent and the microcatheter) were withdrawn out of the patient and that the stent was noted to be fractured into two pieces by the operator. The stent was no longer loaded on the sdw, and it was not possible to push the stent out using a mandrel. Instead, it was necessary to cut the microcatheter just proximal to the moulded hub location to remove the stent. The stent was noted to be broken/fragmented upon removal. It was also deformed. The sdw and the introducer sheath were both returned for analysis and both were undamaged. One possible explanation for the event description and analysis findings is that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would explain the lack of damage to the sheath tip and also explains the reported resistance encountered at the hub when attempting to transfer the stent from the sheath into the microcatheter lumen. Proximal movement of the sheath would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. The fact that the stent was no longer loaded on the sdw and was fully deployed inside the microcatheter lumen suggests that the sdw was retracted and slipped through the stent during subsequent manipulations. However, it is not clear how the stent experienced damage which resulted in it becoming broken/fragmented without the sdw being damaged also. The as reported stent difficult / unable to advance or pullback through catheter and stent broken/fractured during use as well as the as analyzed codes stent deployed prematurely during use, stent broken/fractured during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during one anterior communicating artery (acom artery) aneurysm case, after half of the subject stent was inserted into the microcatheter, it could no longer be advanced in the microcatheter. Upon withdrawing the entire system, the operator found that the subject stent was fractured in two pieces. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.